Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The product was returned. Per the returns plan in oracle unit returned on 06/18/2014. Evaluation shows broken weld on lever drive bracket.

Event description:
Dealer stated the end user alleges the weld broke while the end user was putting the one arm drive into gear.